Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. The user reported that navigation was inaccurate during anatomical landmark checks. While touching bone, the excelsiusgps software appeared as if the instrument was 1-2 mm in bone, which is symptomatic of a navigational integrity issue. The user proceeded with navigation and placement of screws, without re-registering the patient. Additionally, the user reported that the patient's preexisting hardware was removed after registering the patient but before placing screws. The removal of preexisting hardware can move the patient's anatomy relative to the drb leading to navigational integrity issues and the misplacement of screws. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
L5-rt screw we actually had space for a 5.5 screw running medial to the old screw and tried this. This is the screw that ultimately looked to medial on fluoro and when we decompressed, we could see 6 threads of the screw were medial to the pedicle with half the screw exposed.